Event description:
Healthcare professional reported problems with fisher surevue hcg test. Negative urine screens for hcg were obtained; however, pregnancy was confirmed to days later with serum testing.

Manufacturer narrative:
Retain sample testing pending.